Event description:
Caller reported that insulin gauge displayed a different amount than expected, and the pump was showing a static fill estimate of 105 units. There was no adverse impact to the customer's blood glucose level. Customer continued to use the existing cartridge.